Event description:
This ra lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2006 due to dislodgement. The physician was dr. (B)(6) hospital medical center. This information was received 8/27/12. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).